Manufacturer narrative:
Component code was left blank due to the fact that it was not determined if the device resulted in the adverse event and the component (B)(4) was not available in esubmitter. Upon receipt of new and/or relevant information, the case will be reassessed and supplemental report(s) filed accordingly.

Event description:
Customer reported that female patient (B)(6) with fitzpatrick skin type 6, no recent sun exposure, had her second tattoo removal treatment performed using the picoway laser on (B)(6) 2021. She was treated on her lower right leg, numbing cream was used during treatment. Post treatment, "white frosted affect, nothing unusual, everything looked normal. The patient was slightly swollen which is a normal response as well." Several hours after her treatment patient reported minor blistering. The following day, the patient reported an "extremely large blister." On (B)(6) 2021, the patient provided customer with a photo of what was a "softball size blister." The patient went to the emergency room where the blister was drained and then followed up with a wound specialist. The customer reported that the wound specialist "removed the skin of the blister making it where she may need a skin graft." Customer reported that she followed up with patient 3-4 times a week during the course of patient's healing. Customer reported that the patient injury is expected to heal. Additional follow up with customer was done to clarify conflicting reports of treatment parameters, and is currently under review as part of the investigation of this case. Customer did not provide photos, noting patient had not signed a release. New information was received via phone 11 june 2021 indicating that while the patient was assessed in an emergency room, it was the emergency room physicians who identified that the burn may be 3rd degree, and may require a skin graft. According to the customer, the patient is following up with a plastic surgeon. It is unknown if a skin graft will be performed. Erring on the side of caution, this event is being reported.